Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, 15mm connector was found discolored. The customer reported that there was no patient involvement.

Manufacturer narrative:
Street1, MFR city, region, postal code. Evaluation summary: one sample of pediatric cuffed tracheostomy tube was received for evaluation. Along with the tube a size 5.5pdc obturator was received, a visual inspection was performed and it was observed the flange connector presents an orange discoloration, the failure mode discoloration is confirmed. The investigation isolated the failure to the discoloration of flange connector, but a cause was not identified. The reported customer event is a known issue and root cause investigation efforts have been addressed in a corrective and preventative action. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.